Event description:
It was reported that during a data review, the physician noted an inappropriate shock had been delivered from this subcutaneous implantable cardiac defibrillator (s-ICD) system. Technical services (ts) was contacted and discussed that the shock had been delivered due to electromagnetic inference (emi) over-sensing. Ts instructed that the patient should be advised regarding the potential emi interactions with their implanted device. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.